Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the cause of the motor stalls was possibly due to the pump going dry in (B)(6) 2018 and no subsequent fill {see regulatory report # 3004209178-2019-11323}.the event was not resolved. A pump wash occurred and the pump was shut off. There was no plan for replacement at this time and the patient¿s weight at the time of the event was (B)(6). No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient that was receiving fentanyl (2000 mcg/ml at 800 mcg/day) and bupivacaine (20 mg/ml at 8 mg/day) via an implanted pump. The indication for use was spinal pain. It was reported that according to the hcp records the patient's pump was last refilled at their clinic in (B)(6) 2016. Caller believes the patient was homeless and their pump possibly refilled in (B)(6). The patient was back again requesting care of their pump. Per logs that go back to (B)(6) of 2017, the patient had multiple motor stalls and recoveries beginning on (B)(6) 2019 with the last occurring on (B)(6) 2019 and no recovery to date. The caller also inquired about pa of 88,89 per the logs, replacing the pump or re-instating the therapy or filling the pump with saline and programming it at 100 ug/slowest rate. It was noted that no tdd symptoms were reported. It was noted the hcp wanted the pump permanently disabled and the code was given.